Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised that a new battery cap would be shipped. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.